Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer experienced loss of consciousness. Emergency services was called and the customer was glucose intravenously (IV) by a healthcare professional (hcp). No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer experienced loss of consciousness. Emergency services was called and the customer was glucose intravenously (IV) by a healthcare professional (hcp). No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Therefore issue is not confirmed all pertinent information available to abbott diabetes care has been submitted.